Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an increase in pacing threshold and impedance on the atrial lead. Eventually there was no atrial capture. Patient's device was reprogrammed. Trace ankle edema was noted in the patient and his underlying rythm was complete heart block with heart rates in the 40s. At device change out the lead was analyzed, unipolar impedance was 1700 and bipolar impedance was 1300. The lead was capped and replaced. No patient complications have been reported as a result of this event.